Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump time was accurate, cause was unknown. In addition, it was reported that the customer experienced multiple intermittent low blood glucose (bg) levels, values were not provided. Reportedly, the customer was a brittle diabetic, but was unsure what caused the low bgs. Customer declined to further troubleshoot with tandem technical support. Customer continued using the pump for insulin therapy.